Event description:
A cusa 23 khz handpiece was found to have a cracked housing after sterilization but before use on a pt.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.